Event description:
It was reported that during an unk procedure that the clips will not hold after placing. Another like device was used. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.